Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2: foreign: japan. Customer has indicated that the product will not be returned to zimmer biomet. Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during the surgery, this product didn't work even the motor at all. After the surgery, the nurse confirmed that the inside of the battery pack was rusty (may be battery leakage). There was no patient impact. Due diligence is complete. No additional information is available.